Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Photo review: provided photo shows an iol against unknown background, the lens is posterior surface up. There appear to be lines/marks/cracks over the iol optic. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during an intraocular lens implant procedure the lens was scratched and damaged. The lens was implanted and removed during initial procedure. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. The reporting facility did not provide a lot number or any identification of the product. Provided photo shows an iol against unknown background, the lens is posterior surface up. There appear to be lines or marks or cracks over the iol optic. Based on our observation of the attached photo or video, there appear to be lines or marks or cracks over the iol optic. The origin of the observed lines or marks or cracks cannot be confirmed based on the returned photo alone and without evaluating the physical product. The product was subject to handling and the reported damage was highlighted post implantation. A final root cause cannot be determined based on available information. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).